Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead had high pacing impedance greater than 2000 ohms. Boston scientific technical services (ts) discussed bringing the patient in to further evaluate. The system remains in-service. No adverse patient effects were reported.